Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative via a patient regarding an implantable neurostimulator. The reason for call was caller stated battery used to deplete about every day and a half and now it is going from 100% to 30% in 9 hours and the battery also shuts off a lot. Caller connected to battery in office with controller (both wirelessly and with recharger) to show that stim was on and ins was at 60%. Caller stated patient connects to battery with their controller, shows stim is on and the group is active but after they lock the controller and connect again, it shows stim is off even though patient didn't turn it off and the battery is charged. The issue was not resolved through troubleshooting. Agent suggested review tablet session data once they are able to interrogate ins with the tablet and potentially obtaining json/log files.